Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported to aesculap ag that a jaw ins.bip.macro forceps d:5/310mm (part # pm433r) was used during an unknown procedure performed on (B)(6) 2021. According to the complainant, the ceramic cracked inside the grasping forceps. Following the procedure, during the pre-sterilization inspection, the ceramic crack inside the grasping forceps was identified. No power failure occurred during use. There were no notable difficult scenes during the operation. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of this event. Although request, additional information has not been made available. The malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
Investigation results: visual investigation: the investigation was carried out visually and microscopically. Here we found a visible damaged and broken blue ceramic. We also detected a visible damaged and broken grey ceramic. Investigations lead to the assumption that the ceramic breakages caused by an improper handling due to a mechanical overload situation. Possibly an excessive force has been applied on the instrument or the possibility of torsion or high leverage with the instrument. A major disadvantage of ceramics is their brittle fracture behaviour (limited elongation and low fracture toughness). Metallic materials, on the other hand, are ductile and therefore break less frequently. They forgive easier constructive tolerances by relieving local stress peaks through elastic and plastic deformation. A damage isolation or caramic could lead to an electrical malfunction. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity 4(5) x probability of occurrence 1(5)). Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results a product safety case (psc) was initiated for further investigations. Any action regarding CAPA will be addressed with this case.